Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found no anomalies. Device evaluation identified that a knob was loose. The unit was re-calibrated. The alarm calibration test was ran and tested to OEM specification. The root cause for the measurements being off was determined to be a loose know; however, it is unknown how the knob became loose. It was determined that this was not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was reading off by 6%. There was no report of patient harm. No additional information is available.